Event description:
It was reported to philips that the azurion system geometry does not work. The device was in clinical use. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that geometry doesn¿t work and blocks repeatedly. Analysis of log file identified multiple geometry errors. Upon troubleshooting, fse found issues with suite pc. The cause of the suite pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the suite pc, fdcsib and software reinstallation by the field service engineer has resolved the reported issue and restored the functionality of the system. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the azurion 7 m20 series equipment must institute a routine user checks program. The responsible organization of the azurion 7 m20 series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.